Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
When connected to the reusable cable, the antenna failed to perform ablations. When the ¿start¿ button on the generator was pushed, the generator would immediately display the ¿temperature¿ warning icon. This generator and reusable cable were able to successfully complete multiple ablations using multiple devices before and after attempting to initiate ablations with the devices. The device functionality issues were found prior to coming in contact with the patient (a porcine, non-human model).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found no defects. The reported condition was not confirmed. The investigation found the antenna read the temperature properly. No error codes were noted on the generator. The device was sent to engineering for further evaluation. Engineering tested the flow, thermocouple and electronics and found no issues. Engineering then conducted ablation testing and was unable to duplicate the issue. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.